Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction as the patient felt the device was not rigid enough. No patient complications were reported in relation to this event.